Manufacturer narrative:
Medtronic received additional information that a second bioprosthetic valve was implanted due to paravalvular leak (pvl) after the implant of the first valve. It was reported that there was no issue with the medtronic product itself. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 31mm bioprosthetic mitral valve, it was explanted and replaced with a bioprosthetic valve of the same size and model. The reason for replacement was not reported. No additional adverse patient effects were reported.